Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval reproduced the reported "failed flow rate accuracy test (low)." The investigation found both finger pressure plates were getting stuck under their respective hook side pressure plate holders which caused the pump to under infuse. Physical inspection of the door found that a white residue from a dried cleaning agent was building up under the pressure plate holders and caused the pressure plate to get stuck. The door and all its components were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump failed the flow rate accuracy test (low). It was also reported that there was no pt injury.